Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. A remote monitoring transmission was obtained and reviewed. The right ventricular (rv) lead pacing impedance was noted to be high. The lead remains in use. No patient complications have been reported as a result of this event.